Manufacturer narrative:
Analysis of the returned device is currently ongoing. This event will be updated and resubmitted upon completion of analysis. Upon receipt at boston scientific's post market quality assurance laboratory, the device communicated with the programmer appropriately, and pacing therapy was available. Data analysis during initial testing noted a system interface bus was not operating as expected. This bus allows communication between a digital integrated circuit (ic) and the mixed mode integrated circuit (mmic). Data analysis found data could not be transmitted correctly across the bus. The mmic was removed from the device and tested. High powered visual inspection revealed damage to the surface of the mmic and electrical runs. Final analysis concluded this damage occurred during the manufacturing process. Corrective action has been implemented.

Event description:
Boston scientific crm received information that this pacemaker was returned with no allegations. Upon return, initial routine device analysis was performed. The device failed a portion of the test. No adverse patient effects were reported.